Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an expert tibia nail insertion procedure on an unknown date a 4.2mm drill bit tip construct broke when the surgeon was attempting to do a distal lock. Reportedly the surgeon was informed of the material incompatibility of the broken instrument and implant, however opted not to remove the broken part intra operatively. The remainder of the drill bit was retrieved. The surgery was prolonged by approximately 10 minutes. It was noted that no additional medical treatment was required. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(4). To date we are not aware on any other similar complaints related to the article and lot number in question. The microscopic view of the broken surface does not show any anomalies of materials structure, what indicates material conformity as well. Taking into account all relevant findings, we assume that the drill bit broke during use due to mechanical overload. Possibly the drill bit was exposed to extended lateral stress or got in contact with other metallic parts. Neither a product nor a material related fault was found.